Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been admitted into the hospital approximately 5 months prior for a gi bleed. The patient was originally implanted at another hospital. The patient was non-complaint with taking his coumadin. The source of the bleed was never determined. The patient's anticoagulation was stopped and then restarted later on. Since then, the patient has not had any further issues or readmissions.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.